Event description:
A customer reported a "scan again in 10 minutes" message upon scanning the freestyle libre sensor. The customer was unable to monitor glucose via sensor scan and experienced symptoms of chest pain and was unable to move on his own. The customer was taken to the hospital where a blood glucose result of 42 mg/dl was obtained on an hcp meter. The customer was treated with serum for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.